Manufacturer narrative:
Reference: case-(B)(4). Investigation results: it was reported that during an efip inspection, the trial femoral head 28 s/+0 was found with an unspecified failure. The device, intended for use in treatment, was returned for investigation. Upon visual inspection, it was detected that a flap of the device is broken, so the reported failure mode can be more specified. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. In combination with our continuous effort to improve our products, evaluations aimed at optimizing this instrument have been initiated. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product, both in occurrence and severity. The continued performance of the device shall be monitored through standard post market surveillance review processes. The reported failure mode of a flap breakage can be confirmed, the root cause is attributed to a insufficient design specification. S+n will continue to monitor these devices for similar issues.

Event description:
It was reported that during a efip inspection, the trial femoral head 28 s/+0 was found with a flap broken.